Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy ectopic"), abortion of ectopic pregnancy ("miscarriage of ectopic pregnancy"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B09707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 3 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2007). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), infection ("infections"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive condition"), alopecia ("hair loss"), mood altered ("mood"), stereotypy ("manner"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), urticaria ("rashes or skin conditions: whelps"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, menstrual disorder, infection, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, mood altered, stereotypy, migraine, headache, vaginal discharge, weight increased, urticaria, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, stereotypy, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 19-mar-2018: pfs+mr received, reporter added, lot number added , lab data added, events added as follows:-ectopic pregnancy, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, mood altered, atereotypy, migraine, headache, device ineffective, vaginal discharge, weight increased, urticaria, bladder disorder, urinary tract disorder, abdominal pain, abortion of ectopic pregnancy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy ectopic"), abortion of ectopic pregnancy ("miscarriage of ectopic pregnancy"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B09707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3(B)(6)1998, (B)(6)2003, (B)(6)2007). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), mood altered ("mood"), abnormal behaviour ("manner"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), depression ("depression") and anxiety ("mental anguish"). In (B)(6)2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), infection ("infections"), genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), gastrointestinal disorder ("gastrointestinal or digestive condition"), alopecia ("hair loss"), urticaria ("rashes or skin conditions: whelps"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, menstrual disorder, infection, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, mood altered, abnormal behaviour, migraine, headache, vaginal discharge, weight increased, urticaria, bladder disorder, urinary tract disorder, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abnormal behaviour, abortion of ectopic pregnancy, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was succefully occluded quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Events: mental anguish, depression were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("pregnancy ectopic"), abortion of ectopic pregnancy ("miscarriage of ectopic pregnancy"), pelvic pain ("persistent pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B09707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1998, (B)(6) 2003, (B)(6) 2007). Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), infection ("infections"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive condition"), alopecia ("hair loss"), mood altered ("mood"), abnormal behaviour ("manner"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), urticaria ("rashes or skin conditions: whelps"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, pelvic pain, menstrual disorder, infection, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, mood altered, abnormal behaviour, migraine, headache, vaginal discharge, weight increased, urticaria, bladder disorder, urinary tract disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abnormal behaviour, abortion of ectopic pregnancy, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, mood altered, pelvic pain, urinary tract disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was succefully occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.